Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. Review of the provided image is consistent with the reported complaint of broken cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that after da vinci-assisted surgical procedure, mega needle driver was found to have broken/frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Suturing was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. One cable was visibly protruding from the distal end of the instrument that controls the opening/closing of the jaws. No fragment fell into the patient's anatomy. No photographic images of the device or recording of the procedure is available for isi to review.